Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing revealed no electrical issues with the device and a good square image appeared in the ilab system during image characterization testing. During the flush test, the device flushed normally when the telescope was fully retracted and fully advanced. No signs of leak were observed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of device problem excluded following a review of the returned device, reported event details, available information, and product record review. In this case, the device performed as intended during the analysis, and no damage was found that could have contributed to the reported allegation.

Event description:
It was reported that a catheter issue occurred. The 90% target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery (plad). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, air removal could not be adequately performed, resulting in a dark image. The issue did not improve despite multiple attempts, so the catheter was replaced. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 90% target lesion was located in the mildly calcified and moderately tortuous proximal left anterior descending artery (plad). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, air removal could not be adequately performed, resulting in a dark image. The issue did not improve despite multiple attempts, so the catheter was replaced. The procedure was completed with another of the same device. There were no patient complications.